Event description:
It was reported that during a low anterior resection procedure the device did not staple but cut. Took new instrument and sutured by hand. No further information is available.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.